Event description:
It was reported that the subject device displayed an orangish image color. There were no reports of patient harm.

Manufacturer narrative:
Additional information d3: device does not have a primary unique device identification (UDI) number as the device was manufactured prior to UDI requirements.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a pinhole in the camera cable, the camera cable is not watertight, water leakage in the camera cable, flooding in the main unit imaging, and corrosion at the electrical contact point of the video connector. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed an orangish image color. The issue occurred before use in a therapeutic chronic subdural hematoma procedure. The procedure was completed using another device. There were no reports of patient harm.

Event description:
It was reported that the subject device displayed an orangish image color. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.